Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic/latino and caucasian female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant (right) and a 400cc mentor memorygel breast implant (left) experienced left-sided rupture and capsular contracture (grade unknown), and right-sided breast pain postoperatively. The patient stated that she is experiencing bilateral breast pain, her breasts appear to be deformed, and her left breast sits higher than her right breast. As a result, the patient had a consultation with a healthcare professional. MRI performed on (B)(6) 2020 indicated left-sided rupture. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 10-dec-2020, mentor received additional information regarding the revision surgery and replacement devices. The patient underwent bilateral removal and replacement with a 700cc mentor memorygel breast implant (catalog #: 3507004bc, left serial #: 9502449-036) and a 750cc mentor memorygel breast implant (catalog #: 3507504bc, right serial #: 9487067-017) on 9-dec-2020. The relevant fields have been updated. Reason for device explant and/or reoperation: rupture, capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation was (B)(6) 2020. The relevant fields have been updated. On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. H.6. Investigation findings c22 : cosmetic investigation summary: during visual evaluation of the device, an anomaly was observed on the posterior view of the device consistent with crease/fold. Leak testing was performed according to the mentor procedure, and the result revealed an area of delamination with leaks at the juncture of the shell and patch. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).